Event description:
Patient admitted for laproscopic supracervical hysterectomy. Pt had large fibroid tumors and uterus. Surgical procedure involved laparoscopic removal of the uterus and at least two large fibroids. During morcellation of the largest fibroid the morcellator penetrated through the fibroid and through the artery and ureter. Surgeon removed the morcellator immediately, instructed or personel to call for assist of vascular surgeon and any other surgeon in the area, both of whom arrived promptly. Artery and ureter repaired in a timely fashion. Patient recovered in ICU, then general nursing unit, discharged approximately one week later. No further interventions necessary to correct injury to patient.